Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A stent protector was covering the distal section of the stent. A visual examination of the crimped stent found proximal stent damage whereby the proximal stent struts were lifted and bent proximally. During analysis when the stent protector was removed, distal stent damage was noted. No damage was noted to the tip profile. No issues were noted with the balloon profile. The balloon was tightly wrapped and was not subjected to positive pressure. A visual examination found kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified left circumflex (lcx) artery. A 32mm x 3.00mm taxus¿ liberté¿ stent was advanced but failed to cross the lesion. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.